Event description:
It was reported that an ilet cartridge leaked, consistent with prior similar events for this user, and the customer experienced hyperglycemia with a reported blood glucose up to 387 mg/dl; the customer administered insulin by multiple daily injections and later confirmed the leaking issue was resolved after guidance on proper cartridge filling and replacement. Symptoms included hyperglycemia. Outcomes included no medical assistance, no third-party involvement, and no hospitalization. Investigation included customer interview, usage review, and troubleshooting instruction on cartridge handling and installation. Investigation of this case revealed a leaking cartridge consistent with a cartridge or fluid-path integrity issue; the customer retained the cartridge and a return was requested for evaluation. It was concluded, based on previously established findings for similar reports, that user handling or a compromised cartridge seal could have contributed to the leak. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.